Event description:
Related MFR reports: 1627487-2020-01925 and 1627487-2020-01926. It was reported the patient underwent surgical intervention due to the scs system leads migrating. There was no malfunction or alleged deficiency of the leads. The doctor planned to replaced the leads, however, due to epidural fibrosis and patient obesity, the dr decided to remove the patient's scs system instead.

Manufacturer narrative:
Confirmation of migration by the lab cannot be made with product testing as this issue is commonly caused by some forms of physical activity, which can include trauma, such as falls and accidents.

Event description:
Related MFR reports: 1627487-2020-01925 and 1627487-2020-01926.